Event description:
When the device was used in a laparoscopic assisted vaginal hysterectomy it locked out. Consequently, the case was converted to an open procedure. In a conversation with the director of surgery in may 2005, he stated the device functioned as intended on three firings. It was when it was handed to the assisting surgeon on the fourth firing, the lockout occurred. The sales rep followed up with the surgeons the 3rd day for in servicing and learned that the assisting surgeon was not completing the firing sequence. The surgeons were in-services on the correct firing sequence of the device and the issue has been resolved. The pt is recovering without any other pt consequence.